Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information on what covidien self-expanding stent deployed has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The index procedure was performed on the right sfa (B)(6) 2013 as part of the (B)(6) study. At the 30 day follow up on (B)(6) 2013 the patient presented with occlusion of the right sfa which required in-patient hospitalization for 2 nights. Pta and deployment of 2 covidien self-expanding stents (unknown make and model)was performed on (B)(6) 2013. The stents were 5x150 and 5x120. On (B)(6) 2013 the patient again presented with occlusion of the right sfa. Surgical intervention was required. Tea and femoro-popliteal bypass was performed (B)(6) 2013. (B)(6) 2014 the patient required right lower limb amputation. Please reference MDR 2183870-2015-00290 for the other self-expanding stent used in this procedure